Event description:
A female underwent an initial aaa repair in 2008. The pt had a zenith main body and two zenith iliac legs placed without reported incident. The following year, the pt underwent a secondary procedure where a zenith main body extension was placed to treat a proximal type I endoleak, the pt had a very angulated neck. There was an 8 mm space between the renals and the top of the graft material. A leak was still present and at this time, an additional procedure is not scheduled. The status of the pt is unk.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria; anatomical conditions; proper ballooning sites; sizing requirements. The importance of an accurate deployment. A definitive root cause cannot be reported at this time. The sales rep indicated the pt had a very angulated neck and that the graft was 8mm below the renals. It is unk if anatomical factors kept the user from deploying the main body graft material just distal to the lowest renal artery, if the main body was deployed inaccurately, or if graft migration occurred. These may have been contributing factors to the endoleak, however, without films or additional info this is not known at this time. We will continue to monitor for similar incidents.